Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 5/9/2019, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 5/27/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/5/2019. The lot number initially reported with this complaint, 100874, has been removed. The manufactured date of this lot number does not accurately line up with the timeline provided, and correspondence with our affiliates and the complaint reporter has determined that the lot number is unknown. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had 175cc mentor saline prostheses implanted and experienced left sided deflation post procedure. Additionally, bilateral baker¿s grade ii capsular contracture was noted. As a result, bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed. This report relates to the right prosthesis. See 1645337-2019-09819 for contralateral prosthesis report.